Manufacturer narrative:
Correction: the initial reporter has been corrected on this supplemental medwatch.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrs1 ipg implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that upon interrogation a right ventricular (rv) lead warning occurred with switch to unipolar. Pace impedance was low and oversensing was observed. The lead was implanted approximately 10 years ago when the patient was 2 years old. Threshold was within normal range. Lead insulation failure was suspected, possibly on the unipolar leg of the lead. The lead was explanted and a transvenous system was implanted. No further patient complications have been reported as a result of this event.